Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. No investigation required. It was reported that the graftmaster was deployed with a maximum pressure of 19 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Adverse event or product problem: product problem-removed. Outcomes attributed to adverse event: no intervention performed. An adverse event did not occur. Device code 2682 - removed.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: during the procedure, the patient experienced chest discomfort that resolved at the conclusion of the procedure. Post dilatation of the 4.0 x 16 mm graftmaster stent was performed as part of routine standard procedure. Per physician, the chest discomfort was not related to the graftmaster stent. As post dilatation of the graftmaster stent was performed as part of routine standard procedure and not due to poor wall apposition, this event would not be reportable; however, the event has been reported and will remain reportable. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period device code 2017 - above rated burst pressure. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during a coronary procedure, treating a target lesion in the mid left anterior descending (lad) artery, a non-abbott stent was implanted. Post dilatation was performed, using a non-abbott dilatation catheter, and a perforation was noted. The 4.0 x 60 mm graftmaster stent was deployed at the perforation. Post dilatation was performed at the distal portion of the stent to fully appose and repeat angiography noted that the perforation was sealed. No additional information was provided.